Event description:
It was reported that lead integrity alert (lia) was tripped for oversensing and non sustained events. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.